Event description:
Event description cpi received information that this endotak transvenous defibrillation lead (0074) was removed from service due to abnormal sensing. The lead was replaced with another cpi lead.